Manufacturer narrative:
Upon receipt, the device interrogation revealed the eos battery status, activated on (B)(6) 2020. The ICD was operating in the safety backup mode since (B)(6) 2020. Seven charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the far-field channel of episodes 12 and 27. In a next step, the ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 3.09 v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the activation of the safety backup mode and the battery status eos most likely resulted from the reported radiation therapy. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction. The battery status bos was anticipated.

Event description:
It was reported that this device tripped eos on home monitoring on (B)(6) 2020 when it was bos the previous day. The patient has reportedly been receiving radiation therapy. Should additional information become available, this file will be updated.